Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported won't power on with slide clamp inserted which was reproduced by troubleshooting of the device. The cause was determined to be stuck link switches. The upper and lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not power on with inserted slide clamp. There was no patient involvement. No additional information is available.